Manufacturer narrative:
Correction: b1 the investigation of the reported failure mode has been completed. No product was received for evaluation. Optical sensor issue - no abnormalities were found to the 5s parameters on the data logs that were recovered. The cause of the optical issue was not determined as no product was returned, insufficient data logs were recovered, and insufficient clinical details. Thrombocytopenia: the cause of the was not determined due to insufficient clinical details. Arrhythmia: the cause of the arrhythmia was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Additional information received for d6 explant. Section d catalog number was corrected.

Event description:
Additional information was received indicating that the impella device was explanted.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support after being admitted to the hospital for acute on chronic heart failure and diuresis as a bridge to transplant. On the twenty-fourth day of support, it was reported that the patient tested positive for a heparin antibody, and as a result heparin was discontinued and the patient was switched to angiomax for anticoagulation therapy. On the twenty-eighth day of support, it was reported that the patient experienced ectopy. The impella 5.5 was imaged with an echocardiogram and confirmed to be well positioned. The patient¿s bedside nurse noted that the patient had an electrolyte imbalance which likely contributed to the patient¿s ectopy. The patient¿s electrolytes were repleted and the ectopy resolved. The patient remains on impella 5.5 support and is awaiting a heart/kidney transplant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿